Event description:
Customer reported receiving a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (sn (B)(4), lot 23723h, reader sn (B)(4)). A repeat cue test performed on the same day provided a negative result. On (B)(6) 2022, customer tested negative with an abbott test, pcr test and an unspecified brand of nasal test. The customer has no symptoms.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.